Event description:
Cna heard "pop" and noted line had come apart at pick site. Upon further investigation by rn, it was noted that the tubing for the tpn filter had pulled out of piece that connects to clave of PICC.